Manufacturer narrative:
The subject device was received and evaluated . Device evaluation and inspection, service repair noted the following findings: - image check found with white dot. - forceps passage ¿ inspected with boroscope, found scrape mark inside. There is no foreign material noted found. - low angulations. - distal end (d/e) plastic cover noted dent. - light guide (lg) lens with crack at the edge. - a-rubber (bending manipulation/insertion tube) deep cut observed. - a-rubber glue (bending manipulation/insertion tube adhesive part) noted crack. Based on evaluation findings , the customer reported issue could be attributed to handling, maintenance issue. Investigation however is ongoing. This report will be supplemented accordingly following investigation.

Event description:
Customer reported with an issue of "white stringy substance in tube (channel). The issue found during reprocessing. There was no patient harm, no user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it¿s likely the reported event (white substance) was due to the inner wall of the channel being scraped which caused the material to become discharged. The root cause of this event was unable to be identified. The event can be prevented by following the instructions for use which state: ¿when inserting or withdrawing an endo therapy accessory, confirm that its distal end is closed or completely retracted into the sheath. Slowly insert or withdraw the endo therapy accessory straight into or from the slit of the biopsy valve. Otherwise, the biopsy valve or instrument channel may be damaged and pieces of it could fall off. It may cause patient injury. If the distal end of an endo therapy accessory is not visible in the endoscopic image, do not open the distal end or extend the needle of the endo therapy accessory. This could cause patient injury, bleeding, perforation, and/or equipment damage.¿ olympus will continue to monitor field performance for this device.